Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2013 due to loosening of the acetabular component. The acetabular component and modular head were removed and replaced. No additional information has been provided to date.